Event description:
It was reported by the surgeon that the jts drive unit used to extend the non-invasive extendible prosthesis is faulty and not working as intended.

Manufacturer narrative:
The device was tested at the hospital by a company representative. The unit was found to be functioning as intended. No results gave any cause for concern. No further faults were reported.